Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to contamination on j1005 on the ca board, causing the buttons to be non-functional. The cause of the inability to activate the monitor is the contaminated j1005. The root cause of the contaminated j1005 is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.